Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."

Event description:
The customer stated that a mild cardiac tamponade was discovered on performing an echo during the mapping of the left atrium. Drainage was reportedly performed and patient status has been reported as stable.